Manufacturer narrative:
Retainer ring - black customer returned pump for an alleged pump error 49, 23 as well as a unresponsive keypad found on (B)(6), 2021. The pump passed the displacement test, sleep current test, active current test and self-test. Pump was cut open to perform visual inspection and found moisture damage to the j1 connector. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Pump error 49 was found in the history download on (B)(6) 2021 at 22:45, 22:46, and 23:04 due to pump reset. Pump error 23 was found in the history download on 22:47 and 23:04 due to pump reset. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error 49 and 23 were confirmed through the pump history download, however, these errors did not occur during testing. Pump passed active current and sleep current test. Unresponsive keypad was not confirmed, however, moisture damage noted on the j1 connector. Pump passed keypad voltage test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring - black. Customer returned pump for an alleged pump error 49, 23 as well as a unresponsive keypad found on (B)(6), 2021. The pump passed the displacement test, sleep current test, active current test and self-test. Pump was cut open to perform visual inspection and found moisture damage to the j1 connector. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Pump error 49 was found in the history download on (B)(6), 2021 at 22:45, 22:46, and 23:04 due to pump reset. Pump error 23 was found in the history download on 22:47 and 23:04 due to pump reset. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error 49 and 23 were confirmed through the pump history download, however, these errors did not occur during testing. Pump passed active current and sleep current test. Unresponsive keypad was not confirmed, however, moisture damage noted on the j1 connector. Pump passed keypad voltage test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer were able to successfully clear the alarm and complete rewind. Fill cannula did not recorded in daily history. Customer stated the buttons were unresponsive. There was a solid red light under the keypads and she was having problems with the buttons of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.